Event description:
It was reported the pump alarmed for occlusion; however, no occlusion was found. The issue was found during infusion of IV saline and antibiotics. A photo was provided by the customer which shows that the bag of fluid was hung way too low in relation to the pump module. The drip chamber was right in front of the device instead of the manufacturer's recommendation. The source container height should be approximately 20" above the top of the pump module. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Customer provided sample photo only. No device was returned.

Event description:
It was reported the pump alarmed for occlusion; however, no occlusion was found. The issue was found during infusion of IV saline and antibiotics. A photo was provided by the customer which shows that the bag of fluid was hung way too low in relation to the pump module. The drip chamber was right in front of the device instead of the manufacturer's recommendation. The source container height should be approximately 20" above the top of the pump module. There was patient involvement but no harm.